Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) lead had noise and was oversensing. During manipulation of the rv lead, pauses were noted. It was also reported that the right atrial (ra) lead had low impedance and insulation damage was suspected. Both the rv and ra leads were capped and replaced. No patient complications have been reported as a result of this event.